Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version unknown. Retainer ring = clear. The pump was returned for a cosmetic damage located at the battery compartment and battery cap damage found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. However, pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Severe corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1 the test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed located at the battery compartment. A cracked retainer was confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba1. During visual inspection, found severe corrosion on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Unable to download history files and traces confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment. Customer stated that insulin pump had stopped working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.